Event description:
The pt was implanted with a synchromed pump and catheter for intrathecal infusion of baclofen for intractable spasticity related to head/brain injury. On 06/06/2000, the hcp noted the pump reservoir contained more drug than expected. An x-ray rotor study was performed and showed the pump rotor had stopped. The pt underwent explantation of the device. The pt underwent implantation of another synchromed pump on the same day. The pt condition was good after implant of the new pump. The explanted pump was returned to the MFR for analysis.